Event description:
Initial reporter indicated that their handheld computer was having screen freezing. Reported to be on the interrogation screen. An analysis was performed on the flashcard and the reported complaint could not be duplicated with the system in its "as received" condition. The flashcard and software performed according to specifications. It was identified that under certain conditions, the handheld can freeze after an interrogation is performed. After the anomaly was induced by creating the specific conditions, the reported complaint was verified. No further anomalies associated with flashcard software or databases were identified during the flashcard analysis.